Event description:
The service repair technician (srt) reported that during routine functional testing of the device at the service center, the local display on the roller pump blanked out and the pump kept running. There was no pt involvement.

Manufacturer narrative:
Problem occurred while pump was operating on a service test base. The service repair technician (srt) could not duplicate the reported problem after pump power cable was removed and re-installed into the pump.